Manufacturer narrative:
(B)(6). (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6) : "injection of a chemotherapy product with a patient repeatedly with different sapphire pumps. For this serial number sn (B)(4), everything does not entirely unlike the other four, it remains 20ml of product in the pocket while the infusion is complete. The patient therefore has not been given the fully treatment. No alarms or messages displayed. According to our evaluation, the report sent to the ansm is optional. Kindly acknowledge no patient was involved and no human harm caused. - patient involved, no harms caused. What software version is installed on the device: unk. What were the treatment settings: unk. What was the pressure (occlusion) sensor setting (0.4-1.2 bar): unk. Administration set used (type and lot number): unk. What catheter was used (size of catheter, type, catalog number and manufacturer, etc.): unk. Drug administered: chemotherapy product. Priming method (manual/with pump): unk. What volume was used for prime: unk. What was the initial bag volume: unk. Please describe what was the deviation between the programed treatment and the treatment you have observed. Unk. Is the vtbi different. What is the deviation between the programed vtbi and the actual volume left. Was the pump placed in a backpack during the treatment: no. Did you experience any alarms at the beginning/during/at the end of the treatment: no. If so, please detail the alarms and their occurrences: at which stage of the infusion did the alarm occur: (prime/beginning of infusion/taper up/plateau/during bolus delivery /taper down/etc): na. What was the vtbi presented on the pump screen following the alarm: na. What was the volume left in the bag: 20 ml. Pump treatment information:na. Type of drug:na. Delay in therapy:unknown. Need for medical intervention:unknown. Human harm: no. Additional information: was the pump placed in a backpack during the treatment: no1. Did you experience any alarms at the beginning/during/at the end of the treatment: no. What was the volume left in the ba: 20 ml."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "incident reported by the client: injection of a chemotherapy product with a patient repeatedly with different sapphire pumps. For this serial number (B)(4), everything does not entirely unlike the other four, it remains 20ml of product in the pocket while the infusion is complete. The patient therefore has not been given the fully treatment. No alarms or messages displayed. According to our evaluation, the report sent to the (B)(6) is optional. Kindly acknowledge no patient was involved and no human harm caused. - patient involved, no harms caused. What software version is installed on the device? Unk. What were the treatment settings? - unk. Rate: vtbi: time: mode: what was the pressure (occlusion) sensor setting (0.4-1.2 bar)? - unk. Administration set used (type and lot number): unk. What catheter was used (size of catheter, type, catalog number and manufacturer, etc.?) Unk. Drug administered: chemotherapy product. Priming method (manual/with pump): unk. What volume was used for prime? Unk. What was the initial bag volume? Unk. Please describe what was the deviation between the programed treatment and the treatment you have observed. Unk. Is the vtbi different? What is the deviation between the programed vtbi and the actual volume left? Was the pump placed in a backpack during the treatment? No. Did you experience any alarms at the beginning/during/at the end of the treatment? No. If so, please detail the alarms and their occurrences: at which stage of the infusion did the alarm occur? (Prime/beginning of infusion/taper up/plateau/during bolus delivery /taper down/etc)? Na. What was the vtbi presented on the pump screen following the alarm? Na. What was the volume left in the bag? 20 ml. Pump treatment information:na. Type of drug:na. Delay in therapy:unknown. Need for medical intervention:unknown. Human harm: no. Additional information: was the pump placed in a backpack during the treatment? No. Did you experience any alarms at the beginning/during/at the end of the treatment? No. What was the volume left in the bag? 20 ml".